Manufacturer narrative:
Correction h6- medical device problem code should have been 1261 - material fragmentation instead of 1670 - use of device problem. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Additional components potentially involved in the event include: common device name: drg slimtip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8649980.

Event description:
It was reported that during explant surgery on (B)(6) 2024 [related manufacturer reference number:1627487-2024-08343] physician experienced difficulty explanting lead and one contact came off the lead and was left implanted in the sacral canal. The investigation was unable to determine the lead that associated with the issue.